Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure. According to the complainant, during the introduction of the delivery device into the endoscope, the stent spontaneously opened. This occurred outside of the patient. The stent was retrieved from the endoscope and another of the same device was implanted successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.